Event description:
The physician reports performing bilateral cataract surgery with implantation of the crystalens. Postoperatively the lens vaulted asymmetrically in a z-configuration, secondary to capsular contraction syndrome. A yag capsulotomy was performed in order to reposition the lens. Reference MDR#2031924-2009-00210.

Manufacturer narrative:
The physician attributed the lens vaulting to capsular contraction syndrome.